Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had no image. The issue occurred when preparing the device for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of device evaluation and the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that a broken r-unit caused there to be no image displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had no image. The issue occurred when preparing the device for use. There were no reports of patient harm.